Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The comp svc rep replaced the power supply (part #0014-00-0255). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The power supply is being requested to be returned to the manufacturing facility in (B)(4) for eval. A supplemental medwatch report will be submitted when add'l info becomes available. (B)(4).

Event description:
The customer reported that while using on a pt the pump running on battery even when plugged in and ac led on. The unit was replaced with another iabp. No pt injury was reported.